Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 16272487-2016-04007 the patient is implanted with two leads (model 3240) from the same lot. It was reported the patient was no longer receiving effective stimulation following a motor vehicle accident. An x-ray was taken and showed the occipital leads had migrated. The patient underwent surgical intervention on (B)(6) 2016 where the two occipital leads were removed and replaced and the extensions were cut at the lead insertion site. The extensions are planned to be explanted at a later date only one penta tail was connected to the ipg via an extension. The physician connected both penta tails to the externalized extensions and impedances were normal on contacts 1-8. The physician experienced difficulty inserting the tail of the penta into the externalized extension and all contacts showed high impedances. The penta tail was disconnected from the extension and connected directly to the mltc and there were high impedances. The physician connected the 1-8 penta tail and both newly implanted occipital leads to the externalized extension for the patient to trial. The patient is receiving effective stimulation.